Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (258 mg/dl) the customer delivered a bolus to stabilize bg level. The customer stated the suspected cause of the elevated bg levels was due to having 3u on insulin left in the cartridge during lunch and was not able to delivery enough insulin to cover for lunch. During the call with tandem technical support, the customer was able to change supplies and resume insulin delivery.